Event description:
It was reported that during a routine check prior to the case high impedance was noted through the external pulse generator (epg) the patient cables were found to be defective. The analyzer cable was replaced. The external pulse generator (epg) remains in use. The patient cables were discarded. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: mdt-cable; product ID: mdt-cable; product ID: mdt-cable; product ID: 5392; product ID: unk-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.